Event description:
Baxter received a report that compella rent us scale pd ppm had brakes not holding. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the casters needed to be replaced. Per the baxter service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: the brakes operate correctly. The casters are in good condition; they do not have cut, are not worn, and have a good amount of tread. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jan 23, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.